Event description:
During patient's mako total hip arthroplasty, one of the mako checkpoint tips was observed by the surgical technologist to have partially broken off into the patient's bone upon removal of the checkpoint. The physician was present and made aware at the sterile field. The piece that was embedded into the bone was unable to be removed and approved by the physician. Broken portion was discarded.